Event description:
A "knot" developed at the end of the patient's spine. The patient stated that the physician "flushed the system" but the knot returned; it was "the size of a goose egg and consisted of csf and morphine". The patient experienced a change in therapeutic effect; the symptoms were not provided. In 2008, the patient stated part of catheter was removed. The medication being delivered via the device system was not reported. For follow-up information, see manufacturer's report #300429178-2009-01615.